Event description:
It was reported that during a pacemaker case, after the programmer was powered on and pre-programming of the device to be implanted was completed, that session was ended, and the analyzer was selected. Instead of starting the analyzer application, a message was received that said "could not communicate with analyzer," with the option to exit/close or cancel. After powering the programmer off then back on, it gave a black screen with a message similar to "continue to reboot or power off." Because "continue" could not be selected, the programmer was powered off and on, and it worked after that. It was unclear whether the issue was programmer or analyzer related. Both were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, no fault found with the programmer. The hard drive was reconfigured and the software was reloaded as a preventative.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 229047 pacing system analyzer. (B)(4).